Event description:
The customer reported the system failed to save and print. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The arc connection cable was replaced. The system was then found to be working as intended.